Event description:
It was reported that, "the physician-assistant hit the bolt/nail with the mallet and welded the nail to the handle. Accordingly, the surgeon could not remove the nail to the handled."

Manufacturer narrative:
Additional info has been requested, and if received, will be supplied on a supplemental report.